Event description:
It was reported that for the last 7-9 weeks has noticed that the implanted neurostimulator battery level has remained at 50% for the entire time. When asked, patient said hasn't recharged the implant in about 4 weeks, however said hasn't been consistent in recharging the implant. Redirected patient to consider adopting a regular recharge session to prevent implant from depleting in between recharge sessions. Patient said that last night was able to connect to implant and started recharging and then this morning was unable to connect and received por (power on reset) message on the programmer. Reviewed meaning of code. Patient said that has turned therapy back on. Patient also mentioned that a couple of weeks ago received some type of orange light on the recharger and after charged on the dock the orange light disappeared. Patient inquired about overdischarge. Reviewed overdischarge information. Patient said that the rubber around the programmer has come off which noticed about a week ago and requested a replacement. Replacement request was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID 37642 serial# (B)(6): product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.